Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Device evaluation summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were noted for the handle. A review of the device memory found error codes associated to the motor and calibration. The handle was dismantled for evaluation and a break in connection internal to the bldc board was confirmed through continuity testing. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter; after only about 10 uses for prior cases and subsequent re-sterilizations and cleanings via autoclave, the device stopped working with lights indicating the need of a new device prior to use for a video assisted lobectomy. The device issue did not require extension of surgery time and did not result in patient injury.